Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries at the aortic bifurcation were tight and excessively calcified with moderate tortuosity. The stent graft delivery system was advanced in the pt and the graft was successfully deployed. It was reported that there was difficulty encountered when removing the delivery system after deployment as the tapered tip got caught in the last 1cm of the graft. The physician advanced the tapered tip further and inserted a 6f sheath in the same side as the delivery system. Then, a 0.035" wire and an 8mm balloon were advanced through the sheath. The balloon was inflated and dilated the stent graft, which led to the release of the tapered tip and removal of the delivery system without further complications. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4) (required secondary intervention) - (B)(4). Evaluation results: (tight vessels with excessive calcification and moderate tortuosity).